Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10 a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned in position "2". Functional inspection was performed and the stent could not be released from the delivery system. A destructive testing was necessary to identify torsion of the delivery system; rotational damage was identified as the outer sheath was found twisted and detached. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed; the stent was received undeployed and was unable to deploy during functional testing. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the product analysis, the outer sheath was returned twisted and was detached, which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the physician failed to keep the handle stationary with the echoendoscope while attempting to attach it by rotating the luer lock fitting clockwise. This may have led to the sheath twisting and detaching and ultimately the stent failing to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-07951 and 3005099803-2021-07952 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) with 70% fluid content and 30% necrotic material during an endoscopic ultrasound (eus) pancreatic fluid collection drainage procedure performed on (B)(6) 2021. During the procedure, the first flange of the stent (the subject of this report) could not be deployed. A different sized axios stent (the subject of MFR. Report # 3005099803-2021-07952) was attempted to be deployed; however, again the first flange of the stent could not be deployed. The procedure was not completed and was re-scheduled for (B)(6) 2021. An axios stent was successfully implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2021-07952 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) with 70% fluid content and 30% necrotic material during an endoscopic ultrasound (eus) pancreatic fluid collection drainage procedure performed on (B)(6) 2021. During the procedure, the first flange of the stent (the subject of this report) could not be deployed. A different sized axios stent (the subject of MFR. Report # 3005099803-2021-07952) was attempted to be deployed; however, again the first flange of the stent could not be deployed. The procedure was not completed and was re-scheduled for (B)(6) 2021. An axios stent was successfully implanted. There were no patient complications as a result of this event.